Event description:
The customer reported that the voltages and gains need to be repeatedly changed to see cell populations on the gallios flow cytometer. The gallios flow cytometer is a not an in-vitro diagnostic (ivd) instrument. This report references the navios flow cytometer system which is an ivd instrument and is similar in design and function to the gallios flow cytometer. There were no reports of injuries, erroneous results or change in patient treatment in connection with this event. Gallios flow cytometer part number a71846 with serial number (B)(4) was involved in this event. The gallios' instrument date of manufacture is september 15, 2009. The software version of the gallios is 1.2. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse noted that the laser current was high at 0.65a (amps), but the laser power output was low at 10mw (milliwatts) when directly measured. The fse replaced the laser and resolved the issue. (B)(4).